Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that the graftmaster 2.8 x 19 mm covered stent was inflated to 20 atmospheres to treat a perforation caused by another device in the mid-left anterior coronary artery, however the device failed to seal the perforation completely. A 3.5 x 26 mm graftmaster covered stent was used to successfully seal the perforation. The use of the device did not cause additional complication or adverse events. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use, clearly states not to exceed the rated burst pressure. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.